Manufacturer narrative:
The na electrode lot number was i7076. The expiration date was not provided. The field service engineer found an issue with the sodium electrode and changed it but the issue persisted. On further service visits, the field service engineer found issues with an electrode, ise sipper nozzle, and the vacuum pump. After replacing all electrodes, the sipper nozzle and the pump diaphragms ise checks were performed successfully. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na (sodium) for gen.2 on a cobas 6000 c (501) module. Patient sample 1 initially resulted in a na value of 347 mmol/l and repeated as 142 mmol/l. Patient sample 2 initially resulted in a na value of 180 mmol/l and repeated as 146 mmol/l. Patient sample 3 initially resulted in a na value of 500 mmol/l and repeated as 144 mmol/l. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.